Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, this programmer was thoroughly inspected and analyzed. The programmer was confirmed to exhibit a product performance issue. The programmer was opened in order to assess the internal components. Detailed inspection identified an internal electrical component that was overheated and had melted resulting in the reported clinical observations. Furthermore, there was evidence that the unit may have been dropped or mishandled. Additional analysis was done indicating that the programmer failed burn-in test. Following repair of the unit, this programmer operated as expected. The device manufacture date for this product is november 1, 2005.

Event description:
Boston scientific received information that this product was returned with no reported product performance issues and no reported adverse patient effects.